Event description:
The manufacturer received information alleging a failure of the ventilator's active exhalation control module. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, it was determined that the device needed to be calibrated to address the issue. The device's active exhalation control module was re-calibrated.